Event description:
Consumer reported upon an attempt to remove a tampon she was not able to locate the string so she assumed she had previously removed the pledget and had forgotten. Two days later she discovered the pledget was still inside her vaginal cavity and her husband manually removed it. The string was turned around and on the opposite end. After removal she experienced occasional burning with urination which has resolved. She also didn't feel well and these symptoms have improved. She did not seek medical attention and did not experience any serious adverse health effects.

Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.